Event description:
Initial info was received on (B)(6) 2011 from a male consumer. This (B)(6) old consumer, with relevant history of a pacemaker, used colgate zig zag toothbrush and his heart rate went up. In addition, he developed high blood pressure, a tight throat and dry mouth. He began using the toothbrush the night of (B)(6) 2011, wetting the brush with water and brushing his teeth without toothpaste. He immediately noticed that the toothbrush had a bitter almond flavor and he rinsed with copious amounts of water after use. He immediately experienced the events and waited for awhile to see if the symptoms would pass. His condition seemed to worsen and he attempted to drive himself to see medical attention. When he felt unable to continue driving, he went to a local chemist, where his blood pressure was taken and an ambulance was called. His blood pressure was taken again in the ambulance and read 188/107. He also had a resting heart rate of 100. Once he arrived at the hospital on (B)(6) 2011, he was placed under observation and was given prednisolone. A blood sample was taken and the results were normal. His symptoms eased after three hours and he was released from the hospital ((B)(6) 2011). At the time of the report, the consumer had recovered. The case number for this report is (B)(4).